Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in b)(6). A livanova field service representative was dispatched to the facility to investigate. He was informed that the user had noticed dashes instead of the flow value on the pump display and that he tried to plug the pump into another control panel but the problem persisted suggesting a pump problem. The pump was replaced with another. The technician on site tested the device and could confirm that dashes were displayed and that the pump could not be controller through the speed control knob. He replaced the motor control board and the motor end stage board. The issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the control panel did not recognize the s5 mast roller pump when plugged in. There was no report of patient injury.